Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating and leaking fluid. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating and leaking fluid. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
During the device evaluation, the device was found to have a number of corroded components, including the driveshaft bearings. Increased friction due to corrosion is a probable cause of the reported overheating.the reported leaking could not be confirmed. However, the corrosion found within the device may have been caused by cleaning residue within the device, which can be caused by certain sterilization and cleaning practices by the user facility, and may have led to the reported leaking.